Manufacturer narrative:
During testing, it was noted that the distal pressure sensor calibration had drifted out of tolerance. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device did not pass the distal occlusion test. However, during verification testing at the service center, the distal pressure sensor calibration had drifted out of tolerance.